Event description:
It was reported that the tcm was in a continual and repeating boot sequence. The cardiopulmonary bypass surgery was cancelled for other reasons, so the unit was not needed for surgery. No pt was involved.

Manufacturer narrative:
The field service representative investigated the issue on site. The issue was resolved by reseating the boards. The tcm then operated to specifications. This report is being submitted to the FDA as a result of a retrospective review of product complaints.